Manufacturer narrative:
There are no known system issues that may have contributed to the customer reporting a low discordant ipth test result of 13. The customer states that the quality control results were within acceptable limits and there are no reported ipth results of 13 on either advia centaur systems. User error is suspected and most likely the contributing cause. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
An unconfirmed discordant low ipth result was reported by the customer on a patient that was undergoing a parathyroidectomy. The customer questioned the low result when compared to the initial test result run on the first advia centaur and follow up test results run on the second advia centaur system. Due to the erroneous result reported by the customer initially, the patient was returned to surgery. There was no report of adverse health consequences due to the discordant ipth result reported by the customer.